Event description:
It has been reported to philips that the system did not start normally. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips engineer inspected the system remotely and found that the system didn¿t start normally. The engineer identified that an abnormality was detected in the power supply circuit. The philips field service engineer (fse) went onsite and confirmed that there was issue with the power & control unit which supplies power to the drive system. The fse replaced the power & control unit to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.